Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one unknown device. A visual inspection of the returned product noted one fragment of suture, knotted. The returned photos are consistent with a foreign body response and suture spitting. As no sealed samples were returned, functional testing was precluded. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. As stated in the instructions for use (IFU), the device may elicit a minimal acute inflammatory reaction in tissues, followed by gradual encapsulation by fibrous connective tissue. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to the fact that the suture was placed close to the surface of the skin, which can increase the incidence of the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six months following a surgery for mini facelift, the sutures were coming out to the surface and causing large painful lumps under the skin where the sutures were placed. The patient was able to pull out two suture knows out of the side of her face with her fingers. The surgeon also pulled out two stitches that surfaced and gave the patient stitches on each side of her face.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six months following a surgery for mini face-lift, the sutures were coming out to the surface and causing large painful lumps under the skin where the sutures were placed. The patient was able to pull out two suture knows out of the side of her face with her fingers. The surgeon also pulled out two stitches that surfaced and gave the patient stitches on each side of her face.